Manufacturer narrative:
Device evaluation: g3, g6, h2, h3, h6 and h10. Result of investigation: vyaire medical was able to verify the customer's reported issue. Bench testing revealed occlusion alarms triggered frequently without a true mechanical occlusion. Issue has been resolved with v6.0.1600.0. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Manufacturer narrative:
At this time, the suspect device has not been returned for evaluation. No root cause has been determined at this time, since the investigation is still ongoing.

Event description:
It is reported to vyaire medical that the bellavista 1000e us 17,3" ventilator experienced a ventilator occlusion alarm that does not stop. The issue occurred during patient-use and the customer confirmed that there was no patient harm associated with the reported event.